Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating / pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual") in a 33-year-old female patient who had essure (batch no. C26965) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, miscarriage, depression, menstruation irregular, diabetic (mother), migraine and headache. Previously administered products included for birth control: mirena from 2004 to 2009; for an unreported indication: coumadin, enoxaparin and warfarin. Concurrent conditions included obesity, deep vein thrombosis and hypothyroidism. Family history included hypertensive (mother), breast cancer (paternal aunt) and breast cancer (another aunt). Concomitant products included levothyroxine since 2000 for hypothyroidism as well as medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating / lower abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headaches"), dysgeusia ("metal taste in her mouth"), anxiety ("psychological or psychiatric problems - anxiety"), depression ("psychological or psychiatric problems - depression"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced back pain ("severe back pain when not menstruating"), vaginal infection ("vaginal infection") and abdominal distension ("bloating"). The patient was treated with warfarin sodium (coumadin), heparin, enoxaparin, warfarin, surgery (exploratory laparotomy and bilateral salpingectomy on (B)(6) 2015, laparotomy exploratory,bilateral), surgery (laparotomy exploratory, bilateral salpingectomy) and surgery (laparotomy exploratory bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, alopecia, vaginal discharge, fatigue, headache, abdominal distension, dysgeusia, anxiety, depression, migraine and nausea had resolved and the vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. She claimed that essure worsened a previously existing injury/condition. 1 coil outside the ostia. The same procedure repeated on the right side and it was done satisfactorily and there was 2 coils seen outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. (B)(6) 2015, negative urine pregnancy test. (B)(6) 2015 pathological report, 1. The specimen is received in fresh state, identified with the patient's name and submitted as "left tube with device, rapid frozen section", received is a fallopian tube that measures 4.0 cm in length by 0,4 cm in external diameter, the tissue is sectioned to reveal a coiled silver metallic device within the lumen. 2. The specimen is submitted in formalin identified with the patient's name and submitted as "left tube". Received is a portion of markedly hyperemic fallopian tube with attached fimbria that measures 3.2 cm in length x 0,6 cm in external diameter with central lumen. 3. The specimen is submitted in formalin identified with the patient's name and submitted as "right tube and device", received is a segment of fallopian tube with attached fimbria that measures 2.5 cm in length x 0.6 cm in external diameter. The serosa is markedly hyperemic and smooth. On (B)(6) 2015, ultrasound pelvis findings: the uterus is normal in size and echotexture. The uterus measures 10.8 x 4.2 x 5.1 cm. There is no evidence of fibroids. The endometrial echo complex is normal in echotexture and measures 0.5 cm in thickness. Linear echogenic sutures are noted on other side of the upper uterus, presently the essure implants. The right ovary is normal in size. The right ovary measures 2.6 x 1.8 x 2.6 cm. No focal lesions are noted. Limited color and spectral doppler demonstrates normal blood flow. The left ovary is normal in size. The left ovary measures 2.4 x 2.1 x 2.0 cm. No focal lesions are noted. Limited color and spectral doppler demonstrates normal blood flow. (B)(6) 2015 - final diagnosis: focal chronic salpingitis, benign, left fallopian tube segment. Intra fallopian tube device, metal, (gross diagnosis only). Focal acute and subacute salpingitis, benign, left fallopian tube segment, permanent. Right fallopian tube showing no significant histopathologic alteration, intra fallopian tube device, metal (gross description only). Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), abdominal distension ("bloating") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (exploratory laparotomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dyspareunia, alopecia, vaginal infection, fatigue, headache, abdominal distension and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysgeusia, dyspareunia, fatigue, headache, pelvic pain and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including severe pelvic pain when not menstruating (understood as pelvic pain). On (B)(6) 2015, she underwent surgery (exploratory laparotomy and bilateral salpingectomy) and essure was removed. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given regarding the pain. This case was classified as incident since device removal was required via surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating / pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual") in a 33-year-old female patient who had essure (batch no. C26965) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3, miscarriage, depression, menstruation irregular, diabetic (mother), migraine and headache. Previously administered products included for birth control: mirena from 2004 to 2009; for an unreported indication: warfarin, coumadin and enoxaparin. Concurrent conditions included obesity, deep vein thrombosis and hypothyroidism. Family history included hypertensive (mother), breast cancer (paternal aunt) and breast cancer (another aunt). Concomitant products included levothyroxine since 2000 for hypothyroidism as well as medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating / lower abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headaches"), dysgeusia ("metal taste in her mouth"), anxiety ("psychological or psychiatric problems - anxiety"), depression ("psychological or psychiatric problems - depression"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced back pain ("severe back pain when not menstruating"), vaginal infection ("vaginal infection") and abdominal distension ("bloating"). The patient was treated with warfarin sodium (coumadin), heparin, enoxaparin, warfarin, surgery (exploratory laparotomy and bilateral salpingectomy on (B)(6) 2015, laparotomy exploratory,bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, alopecia, vaginal discharge, fatigue, headache, abdominal distension, dysgeusia, anxiety, depression, migraine and nausea had resolved and the vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. She claimed that essure worsened a previously existing injury/condition. 1 coil outside the ostia. The same procedure repeated on the right side and it was done satisfactorily and there was 2 coils seen outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed (B)(6) 2015, negative urine pregnancy test (B)(6) 2015 pathological report, 1. The specimen is received in fresh state, identified with the patient's name and submitted as "left tube with device, rapid frozen section", received is a fallopian tube that measures 4.0 cm in length by 0,4 cm in external diameter, the tissue is sectioned to reveal a coiled silver metallic device within the lumen. 2. The specimen is submitted in formalin identified with the patient's name and submitted as "left tube". Received is a portion of markedly hyperemic fallopian tube with attached fimbria that measures 3.2 cm in length x 0,6 cm in external diameter with central lumen. 3. The specimen is submitted in formalin identified with the patient's name and submitted as "right tube and device", received is a segment of fallopian tube with attached fimbria that measures 2.5 cm in length x 0.6 cm in external diameter. The serosa is markedly hyperemic and smooth. On (B)(6) 2015, ultrasound pelvis findings: the uterus is normal in size and echotexture. The uterus measures 10.8 x 4.2 x 5.1 cm. There is no evidence of fibroids. The endometrial echo complex is normal in echotexture and measures 0.5 cm in thickness. Linear echogenic sutures are noted on other side of the upper uterus, presently the essure implants. The right ovary is normal in size. The right ovary measures 2.6 x 1.8 x 2.6 cm. No focal lesions are noted. Limited color and spectral doppler demonstrates normal blood flow. The left ovary is normal in size. The left ovary measures 2.4 x 2.1 x 2.0 cm. No focal lesions are noted. Limited color and spectral doppler demonstrates normal blood flow. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received events added from pfs- anxiety, depression, migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual), pain, vaginal discharge, fatigue, metal taste in the mouth, hair loss, lower abdominal pain, pelvic area pain, lot number was added. Removal date added, action taken with drug added. Treatment drug added. Event outcome added.. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), abdominal distension ("bloating") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (exploratory laparotomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dyspareunia, alopecia, vaginal infection, fatigue, headache, abdominal distension and dysgeusia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysgeusia, dyspareunia, fatigue, headache, pelvic pain and vaginal infection to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes confirmed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including severe pelvic pain when not menstruating (understood as pelvic pain). On (B)(6) 2015, she underwent surgery (exploratory laparotomy and bilateral salpingectomy) and essure was removed. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this case limited information was given regarding the pain. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.